Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The rptr did back to back blood glucose tests, within 10 minutes, and got results of 197 and 247 mg/dl. No symptoms were reported. During trouble-shooting, the rptr tested using different fingersticks and got results of 200 and 112 mg/dl. He performed a control solution test that was in range 115 (84-126).